Event description:
According to the information received, the graft occluded immediately post-operatively and reoperation was performed. The connector was removed and the graft was redone with hand-sewn sutures.